Event description:
The facility representative reported a colleague infusion pump with a "display malfunction". This condition had the potential to interrupt delivery. It is unknown when the reported condition occurred; it occurred in the "biomed service" department. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed and duplicated during product evaluation. The root cause was assigned to lines on the main display. The main display was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.